Manufacturer narrative:
Section a1: patient identifier: sample ids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total hcg result generated by the architect i1000sr processing module for three patients. The samples were repeated, and negative results were obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid: (B)(6): on (B)(6) 2025 initial result = 31.32 miu/ml (positive). On (B)(6) 2023 repeat result = < 1.20 miu/ml (negative). Sid: (B)(6): on (B)(6) 2025 initial result = 2.99 miu/ml (negative). On (B)(6) 2025 repeat results = 30.03 miu/ml (positive), 7.69 miu/ml (grayzone), < 1.20 miu/ml (negative). Sid: (B)(6): on (B)(6) 2025 initial result = 47.48 miu/ml (positive). On (B)(6) 2025 repeat results = 19.05 miu/ml (positive), < 1.20 miu/ml (negative). There was no impact to patient management reported.

Event description:
The customer observed false positive architect total -hcg result generated by the architect i1000sr processing module for three patients. The samples were repeated, and negative results were obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6). (B)(6) 2025 initial result = 31.32 miu/ml (positive) (B)(6) 2023 repeat result = < 1.20 miu/ml (negative) sid (B)(6): (B)(6) 2025 initial result = 2.99 miu/ml (negative) (B)(6) 2025 repeat results = 30.03 miu/ml (positive), 7.69 miu/ml (grayzone), < 1.20 miu/ml (negative) sid (B)(6): (B)(6) 2025 initial result = 47.48 miu/ml (positive) (B)(6) 2025 repeat results = 19.05 miu/ml (positive), < 1.20 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and determined that the washzone temperature tubing/sensor was the likely cause of the issue. The fsr replaced the part, and the issue was resolved. An instrument service history review for the architect i1000sr, serial number (B)(6), revealed no additional service tickets related to false positive total b-hcg results. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the washzone temperature tubing/sensor did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6), or the washzone temperature tubing/sensor was identified.